Event description:
During the index procedure, an endeavor sprint rapid exchange (rx) drug eluting stent was implanted in the proximal lad. It was reported that an mi occurred one day post stent implantation. Patient was asymptomatic / free of symptoms at 30 days, 6 months, 1 year, 1.5 years, 2 years and 2.5 years follow up.

Manufacturer narrative:
(B)(4). Results: inherent risk of procedure (mi).